Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer (fse) upon arrival drawer 3.2 was failed, was able to recover the drawer. Ran hardware test application gets passed and reboot the station customer inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3 was not opened and required maintenance. The customer tried to reboot the device, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.